Event description:
A report was received that per physicians preference, the patient underwent an ipg replacement procedure for better coverage. No device malfunction was suspected and there was no device issue.